Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was completed. The event history log review verified the reported issue. A review of the service history revealed no previous service events that would cause or contribute to the reported problem. During the homechoice return instrument test/evaluation (rite), the device passed electrical testing; however, the device failed the homechoice rite functional test due to an unrelated alarm. Internal and external inspection were performed and no issues were noted. The direct cause of the problem was identified as a poor connection between the u26/u42 microprocessors and the digital printed circuit board. The device was sent for servicing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error (se) 2130 alarm occurred on the homechoice (hc) device (indicating that more than 30ml was delivered above the programmed volume) during fill 1 of 4, while the patient was connected. The technical service representative (tsr) instructed the care giver to close the clamps and cycle the power, which cleared the alarm. The patient was ending the therapy for the night. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). The homechoice (hc) was returned and is currently in the process of being evaluated. Should additional relevant information become available, a follow-up report will be submitted.